Manufacturer narrative:
Merge healthcare conducted an internal quality investigation and determined this issue to be a reportable recall and was reported to the FDA on december 22, 2016 under merge healthcare's recall number 2183926-12/20/2016-079-c. Merge healthcare corrected a software deficiency in which medications not associated with the patient were appearing on patient reports. When medications were added to an accession, a rare condition in the product stored the medication to a different accession and were not stored with the intended accession. The strategy for managing the relationship between accessions and medications was the underlying cause and was redesigned to eliminate the possibility of associating a medication to the wrong accession. Issue was resolved in merge lis software version 4.1.6 released (B)(6) 2016. Merge lis v. 4.1.6 release notes documents that this issue is resolved under release 4.1.6, resolved issues section, ID lis-5581. Customer was updated to merge lis v. 4.1.6 on (B)(6) 2016.

Manufacturer narrative:
An internal investigation performed by merge healthcare determine there is a deficiency in the software when storing medications. Depending on the toxicology user's actions, when adding medications to an accession, there may be inconsistencies on the patient's report. It should be noted that if an unassociated medication(s) has been added to a patient report, the results for the unassociated medication(s), if tested, will be contradictory to the prescribed medications on the report. Qualified personnel should identify and review any inconsistencies between, medications, results, and flagging. It has been determined that modifications to the software will be made to mitigate this issue and will be implemented in the next released version of merge lis.

Event description:
Merge lis is intended to be used for receiving, viewing, communicating and storing results from laboratory modalities. Lis functionality includes, recording, annotating, creating/printing labels, calculations, patient medication/interaction information, monitoring, reporting and trending of patient lab results. On (B)(6) 2016 a toxicology customer reported some medications appearing on patient reports as currently prescribed though they were not listed in the order entry list of current medications for those patients. Merge healthcare investigated the issue and determined that medications not associated with the patients were appearing on the patient report and summary of findings (sof) report. To resolve the reported issue, merge healthcare corrected the affected patient reports. Inaccurate medications associated with a patient could lead to an unnecessary procedure or inappropriate treatment; however, there is no indication that the issue, reported by the customer, resulted in a death or serious injury. Reference complaint number (B)(4).